Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear due to buttons not responding. Customer reported that insulin pump was exposed to moisture from rain. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and cracked battery tube threads.